Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple cubies and drawers were failed. The field service engineer tried 3 different usb ports. Installed drivers and rebooted. Replaced a printer to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the station label printer was not printing. The customer stated that this malfunction delayed in dispensing insulin to the patient care. There were no adverse events or injuries reported based on this incident.